Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised for pain, from a left hip metal-on-metal construct to a ceramic on polyethylene construct. Head and liner will be reported.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: (patient/device).

Event description:
Update aug 8, 2017: litigation records received. In addition to what was previously reported, litigation alleges friction and wear caused toxic cobalt-chromium metal ions, discomfort, and inflammation. No part and lot information provided. Added unknown stem due to the alleged toxic metal ions. Complainant information was updated. This complaint was updated on: aug 18, 2017.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address worsening of pain, limited mobility and metallosis. The patient was noted what was identified by MRI to have a thickened and reactive bursal tissue. Revision note reported some metals trunnionosis changes to the left component, but no evidence of any other damage. There was no signs of infection.